Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had battery issues. The customer reported they experienced a high blood glucose level. In the alarm history there was a low battery, no delivery, and motor error alarms. The auto test and displacement test were okay. The insulin pump did not alarm during the high pressure test. Customer's blood glucose level was 270 mg/dl. The customer was on another insulin pump as backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device was received motor error alarm during basic occlusion test due to faulty force sensor resistor. We were unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify low battery, battery end, no delivery or auto off alarm due to motor error alarm. The device was received with normal operating currents and passed error test and self-test. Motor passed motor test. The device had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.